Manufacturer narrative:
Summary of evaluation the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures, specifically not assuring that the insert was positioned fully posterior before being pressed onto the baseplate.

Event description:
The tibial insert would not seat properly in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.